Manufacturer narrative:
Product event summary: analysis found several lines interrupted in the lower display. The display was found out of electrical specification. Analysis also found a bail and ring attachment were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.